Manufacturer narrative:
A field service engineer (fse) was dispatched to address the reported event. The fse confirmed the error by priming the diluent and observing only a small amount of liquid dribbling through the diluent port. The fse checked for obvious leaks and to see if the diluent tank was full. The diluent tank was full and no leaks were observed, indicating a failure of the diluent pump. The fse replaced the diluent pump, resolving the issue. The fse verified the resolution by successfully running quality control. No further action required by field service. The aia-900 analyzer is functioning as expected. A complaint history review and service history review for similar complaints was performed for serial number (B)(6) from install date november 05, 2024 through aware date june 12, 2025. There were two similar complaints identified during the search period, including this case. The aia-900 operator's manual under section 12: flags and error messages states the following: [2105] diluent suction error cause: the tip did not touch the liquid level during suction of the diluent. A retry will be carried out, and if there is no improvement a ds flag will be attached to the measurement result. Action: if the trouble reoccurs, contact the tosoh local representatives. Check the diluent, the adjustment of the suction position, the liquid level detection sensor s053, the liquid level detection operation, and also the liquid level detection sensitivity. The most probable cause of the reported event was due to a failure of the diluent pump.

Event description:
A customer reported ¿2105 diluent suction error¿ on the aia-900 analyzer. The customer stated diluent liquid was full, but the error still occurred after priming was completed. A technical support specialist instructed the customer to check the cable connections, the top of the diluent cap and to clean the detection probes. Once completed, the customer performed additional primes, but the issue remained. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog iii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6) which confirmed that there were no nonconformance, failure, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
Additional information added to section h4: device manufacture date: previously left blank. Added: 17-may-2024.